Manufacturer narrative:
(B)(4). Unknown date in (B)(6) 2013 should additional relevant information become available, a follow up MDR will be sent.

Event description:
This is a report of a home patient (hp) who passed away while on vacation. There is no other information available at this time.